Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505632, xlpe liner standard 32 mm, 61909162; 00620005622, shell porous with cluster holes 56 mm, 61934261; 00625006520, bone scr 6.5x20 self-tap, 61953455; 00771100900, femoral stem 12/14 neck taper, 61963061. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05740.

Event description:
It was reported that patient underwent a revision procedure four years post implantation due to elevated metal ion levels and mechanically assisted crevice corrosion (macc). Intraoperative findings include cloudy joint fluid, surface scratching of the femoral head and polyethylene surfaces and significant necrosis. During removal of the head, there was a discoloration consistent with corrosion and/or fretting with a 4mm band of debris at the opening of the trunnion. The trunnion itself had discoloration throughout its entire length. There was stamping from the ridges on the inside portion of the femoral head and evidence of smudging of some of the area of discoloration within the femoral head. The surgeon¿s diagnosis included macc leading to hip instability, elevated serum cobalt levels with surface wear of polyethylene and significant acetabular posterior bone loss. Attempts to obtain additional information have been made; however, no more is available at this time.